Manufacturer narrative:
The reported event of the lead was explanted for an unknown reason. The final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead was explanted and replaced due to unknown reasons. The patient's condition was unknown.